Event description:
It was reported that the insulin pump alarmed motor error and an unexpected re-start when changing the sets. The blood glucose reading was 7.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Findings: the insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.